Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted cuts in the insulation, likely due to explant damage. Analysis confirmed the outer conductor coil was fractured approximately 280 and 283 millimeters (mm) from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that during routine follow up, this right atrial lead exhibited pacing impedance greater than 3000 ohms, which is high out of range. Failure to capture was also observed. It was then decided by the physician to explant and replace this lead, where a fracture of the lead was evident. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that during routine follow up, this right atrial lead exhibited pacing impedance greater than 3000 ohms, which is high out of range. Failure to capture was also observed. It was then decided by the physician to explant and replace this lead, where a fracture of the lead was evident. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.